Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2109, posted on 26-oct-2015, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in (B)(6) 2012. She gained weight ever since. A week prior to this report she went to the doctor with complaints of sharp pelvic pain. They did an ultrasound which showed a coil perforated into her uterus. She stated she was not going on (B)(6) 2015 to get surgery to get them removed. She did all of that to avoid surgery and now she got stuck getting it done. With 3 kids ages 5 and under she has to try to heal right so she can get back to work since she was going to be missing some. She want it gone and do not want anyone else do risk this. Ptc result was received on 19-nov-2015. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an ultrasound scan almost 3 years after essure (fallopian tube occlusion insert) insertion; which showed a coil perforated into her uterus. She mentioned a surgery to have the device removed. This event is listed according to essure's reference safety information. Uterine tube perforation is a possible complication of essure insertion. If a perforation occurs, patient may experience pain during/after the procedure. In this particular case, consumer developed pelvic pain (approximately 3 years after essure placement) and an ultrasound scan revealed a uterine perforation by the device. Although the exact mechanism of this event is unknown, considering its nature, causality with the suspect insert cannot be excluded. Although it is not totally clear from consumer's report if she will have essure removed; considering a surgical intervention will be required for event's treatment; this case was regarded as incident. Based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. No active follow-up will be pursued, as this case was identified during health authority website monitoring.